Manufacturer narrative:
The reported event is inconclusive due to the poor sample condition. The sample was evaluated and no pinch or blockage observed, however, a complete evaluation could not be performed. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use (1)when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2)when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3)no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4)do not wipe catheter surface with organic solvents such as alcohol. (5)do not aspirate urine through drainage funnel wall. (6)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."

Event description:
It was reported that the foley catheter would not deflate after surgery. A needle was inserted in the lumen to try and pop the catheter balloon without success, the catheter was cut and didn't deflate, the user even tried to over inflate with more water without success. The patient had to go back into the or and have the catheter removed. It was later reported per additional information received from the ibc via email on (B)(6) 2019; the patient was taken back to the or and a endoscopic instrument was used to puncture the balloon under imaging. There were no missing pieces to the balloon once removed. The patient was not injured and received no additional treatment due to the catheter removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter would not deflate after surgery. A needle was inserted in the lumen to try and pop the catheter balloon without success, the catheter was cut and didn't deflate, the user even tried to over inflate with more water without success. The patient had to go back into the or and have the catheter removed. It was later reported per additional information received from the ibc via email on 26may2019; the patient was taken back to the or and a endoscopic instrument was used to puncture the balloon under imaging. There were no missing pieces to the balloon once removed. The patient was not injured and received no additional treatment due to the catheter removal.